Event description:
A customer contacted baxter's (B)(4) to report an alarm on the homechoice (hc) machine during the initial drain. While troubleshooting, it was found the home patient (hp) was not connected to the machine. While baxter was explaining to start over with new supplies, the hp connected. The hp refused to start over with new supplies. The hp was advised to call the registered nurse (rn) and notify her of the problem and see what the rn suggests. The hp was continuing therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.